Manufacturer narrative:
(B)(4), the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0001822565 - 2021 - 02002, 0001822565 - 2021 - 02003 , 0001822565 - 2021 - 02004 , 0001822565 - 2021 - 02006 , 0001822565 - 2021 - 02008 , 0001822565 - 2021 - 02010 , 0001822565 - 2021 - 02011. Investigation incomplete.

Event description:
It was reported that parts were found fractured during sterilization. Attempts have been made, but there is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: examination of part showed signs of repeated use and wearing. This makes the parts not reportable. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.